Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(4) ¿ aviva insight system 1, serial number ¿ (B)(4). Aviva system 2, serial number - unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 8 mmol/l on aviva insight meter (system 1) and 16 mmol/l on aviva meter (system 2). The same vial of strips was used with both meters. No adverse event reported. Test strips are no longer available. Meter will be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.